Manufacturer narrative:
The company service representative examined the system and confirmed the system messages reported. The footswitch cable was replaced and sent for in house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4)

Event description:
The nurse reported system messages displayed during setup for the first case. Three cases were cancelled. No pt injury was reported.